Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch [(B)(4)] received states: [describe the event or problem: "cuff miss" - when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Procedure completed with a new device with different lot#. What was the original intended procedure? : atrial fibrillation ablation (afib ablation). What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do].